Event description:
As reported by bsc field representative: "started procedure with a 2.5 15mm coyote mid lad. Inflated the balloon and then went down with the ivus catheter and determined the artery size was 3.0-3.25. Went down with a 3.5 radius stent and successfully deployed. Went back down with ivus to check and successfully deployed. Went bac down with ivus to check deployment and saw that the mid section of the stent was not fully opposed. Went down with a 3.09 mm nc. Went down with ivus again and it showed there was not full opposition at the most proximal area. Down again with nc. Went back down with ivus and while pulling catheter back into position, the catheter became caught in the stent. Unable to move forward or backward and removed the wire. They tugged on the catheter and the tip sheared off and remains in pt".